Event description:
Additional information was received on 15-sep-2020 from a healthcare professional (hcp) via a company representative who reported that the pump was replaced due to eri (elective replacement indicator)/eos (end of service). The patient reported no issues with the therapy previous to the replacement. The cause of the catheter being frayed was unclear. It was unclear if it was frayed by the surgeon or previously during normal use.

Manufacturer narrative:
H6 corrected information: device code c53269 and conclusion code 67 are not applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 25-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving morphine (5mg/ml at 1.75mg/ml dose) via intrathecal infusion pump for non-malignant pain. It was reported that the pump segment of the catheter was frayed during replacement of the pump. No environmental/external/patient factors were reported that may have led or contributed to the issue. The frayed segment was replaced. The issue was resolved at the time of the report. The patient¿s status was alive with no injury. No symptoms were reported.